Event description:
A biomedical technician (biomed) reported to fresenius technical support that a dissolution unit was not transferring. The biomed said when they tried transferring a mixed batch of granuflo they noticed a burning smell and then saw a small puff of smoke coming from the mixer. There were no sparks or flames. The biomed immediately powered off the unit. The smoke detector at the facility did not go off. Upon further inspection, the biomed realized the recirculation motor was burnt. No other parts were found to be damaged. The biomed replaced the recirculation motor and this resolved the issue. No treatments were ongoing when this occurred, and therefore there was no negative patient impact. The damaged recirculation motor was not available to be returned for evaluation as it was reportedly discarded. No photos were available either.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.